Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 01/29/2016 with the following findings: investigation revealed that the keypad cover was detached from the pump. The contrast button was intermittently unresponsive. There was evidence of contamination observed under all button contacts. The audio bolus button was unresponsive. The audio bolus button cover was removed, and there was evidence of contamination found in the audio bolus button compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Initial reporter: (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed contamination under all button contacts. This report is made based on results of investigation completed on 01/29/2016.